Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the description about reprocessing on the chapters instructions for use: ·chapter 6 application an condition of cleaning, disinfection, and sterilization ·chapter 7 cleaning, disinfection, and sterilization procedure olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (loose ultrasound probe) was confirmed. In addition to the foreign material in the forceps elevator, additional evaluation findings were as follows: the bending angle in the up direction and the play of the up/down knob did not meet the standard value, the bending section cover had a scratch, the adhesive on the bending section cover had a crack, the forceps control lever did not move smoothly, switch 1 had a cut, the universal cord had a dent, and there was a chip in the adhesive area between the acoustic lens and the ultrasound probe. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the ultrasound probe was loose on an evis lucera ultrasound gastrovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was foreign material in the forceps elevator. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.